Event description:
As reported by chief technician: kink noted at pre-pump segment out of package. Of the two incidnets reported, one sample was saved for evaluation (was sent here to corporate). Called facility to request companion samples, in addition to actual complaint sample.